Manufacturer narrative:
Section d - product information: upon further investigation, the reported device is likely from a duan multipurpose drainage catheter needle set. Investigation - evaluation. A review of the drawing, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned to cook for investigation. Due to this, no physical examinations could be completed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Due to the missing information for rpn and lot, a review of the device history record (DHR) could not be completed. No additional devices from the affected lot could be pulled from the distribution center for further testing, and a search for all lots sold to the customer in the 3 years prior to event did not provide a definitive lot for investigation. Due to this, a complaint search in available software could not be completed. Thus, there is no evidence suggesting that there is additional nonconforming product form the reported lot in the field or in house. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available. Citation: ravaux jm, amond l, rémy p, ghammad k, dasnoy d, et al. "Pigtail straightener left in ascending aorta." Ann cardiol vasc med. 2018; 2: 1010. (B)(4).

Event description:
The following is from literature published online on 19oct2018: a (B)(6) female was admitted to the hospital for dysarthria, sensation of cooling, numbness of the left arm and transient left face dysesthesia evolving for one hour. Relevant past medical history includes right aorto-femoral bypass currently occluded. Cta (angioscanner) revealed an isthmic penetrating atherosclerotic ulcer with a focal dissection creating thrombosis on the left subclavian artery. A successful tevar with a zenith tx2 low-profile stent graft (cook medical) was performed. After 24 hours, thoracic pain with inter-scapular irradiation required a new cta, showing a hyper-intense and longilineal image from the aortic valve to the brachio-cephalic trunk origin, confirmed by tee demonstrating a lumen catheter. The image indicated an intra-vascular foreign body (ivfb) but the nature of the ivfb was not clear at this moment. A re-intervention in order to remove this ivfb by the same previous endovascular approach using an endovascular snare system was performed opening up the peel away straightener of the pigtail catheter (cook medical) used for angiography. A smaller flexor introducer (cook medical) was used in the left femoral artery to reach the aortic segment between aortic valve and brachio-cephalic origin with the endovascular snare trifolia. "After numerous attempts to capture the ivfb into the 3 interlaced loops, distally overtaking of the ivfb with the snare was the only way to retrieve this one, risking of making valve injuries by opening the snare. Moreover, distally slipping the ivfb gradually could hurt the aortic wall. Success was achieved and the integral peel away straightener was removed. This technique can be assimilated to the ¿lateral grasp technic¿ described by j.b. Woodhouse in 2013: distal deployment of the snare to the lesion following opening to remove the ivfb after using a rigid guide wire on the other side of the ivfb passing through the snare loop to pinch it and then to remove together guide wire and snare". After 24 hours post-operative monitoring in intensive care unit for control, patient was discharged on the post-operative day 7. There were no adverse events during the recovery period. Cta control at six months showed a good position of the endoprosthesis without residual dissection or endoleak. Product and lot number of the complaint device were not provided in the literature. It is not known if this was the initial use of the complaint device.